Event description:
During a standard treatment the bur cam loose and was swallowed by the pt. He was taken to hospital to take an x-ray of the stomach. They kept the pt overnight to make sure bur was passed. The pt did not receive any injury.

Manufacturer narrative:
The handpiece has been analyzed at the repair department at (B)(4) and again in the headquarter at kavo (B)(4). Both departments tested the holding force of the chuck with the corresponding special tool. In both cases it was not possible to find a deviation from the specification. There was no fault found at the handpiece. As the originally used bur is not available it is not possible to verify whether the shank diameter was within the specification. Due to the available facts it is likely that this shank diameter was too small (could be worn out) and hance it fell off during the use. (B)(4). Kavo dental (B)(4) (the manufacturer) is submitting the report on behalf of (B)(4) (the importer).